Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation.the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that: the screen went black and no image on the screen or slave screen. We had to force a shut-down by holding down the on/off button for approx. 5 sec. When we turned it on, the screen showed 0 percent battery capacity and the blade we connected was flashing blue, but no image on the screen - only the question mark symbol. When we removed the hdmi cable to the routing system, an image appeared on the screen. We turned the screen off and on and now it showed 100 percent battery capacity, and everything worked as normal, also when we reconnected the hdmi cable to the routing system.no negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was not sent to kst for examination, so a more detailed examination is not possible. The customer also reported that as soon as the hdmi cable was unplugged and then plugged back in, the error was resolved. Therefore, we assume that the most likely root cause is that it is probably the hdmi cable and a loose connection in the cable. If new or additional relevant information or the product is received, we will continue the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).